Event description:
It was reported by repair work order that the customer alleged that the unit had a cracked fowler weldment, possibly resulting in exposed sharp edges.

Manufacturer narrative:
Fowler. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.

Event description:
It was reported by repair work order that the customer alleged that the unit had a cracked fowler weldment, possibly resulting in exposed sharp edges.

Manufacturer narrative:
Upon completion of the manufacturer's investigation, it was determined that no exposed sharp edges were reported as a result of the fowler weld damage.